Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's lead had broken resulting in loss of therapy. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
A patient's lead had broken resulting in loss of therapy was reported to abbott. As a result, the lead was replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient had their lead explanted and replaced. Effective therapy was established post-operatively.